Event description:
Bedside rn primed IV tubing with patient's afternoon dose of antibiotic. Rn put the tubing in the pump and started the infusion, following protocols for medication administration. The pump started alarming, saying the tubing was occluded. When the rn investigated this alarm, she found a defect in the tubing. At the top of the flexible portion of the IV tubing, which goes inside the pump channel, the tubing had started to balloon to about the size of a grape. The rn disconnected the defective tubing from the patient and replaced it with new tubing to administer the patient's antibiotic. Some drug was wasted, due to having to discard the original tubing.